Event description:
It was reported that a user experienced sustained high blood glucose for several hours while using an ilet system with a contact detach steel infusion set; during a call, the agent advised an infusion site change, after which the glucose began trending down and the user noted the prior set appeared to be functioning. Symptoms included hyperglycemia. Outcomes included transient elevation in blood glucose with self-management and no hospitalization. Investigation included technical support troubleshooting and user education regarding site change and monitoring. Investigation of this case revealed no device alarms and no identifiable device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia with cause undetermined and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.